Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose 418 mg/dl. The customer treated with the insulin pump. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted. (B)(4).